Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint from the customer reporting a broken touchscreen on the v60 ventilator, however, later the touchscreen was confirmed to be unresponsive to touch. The device was not in clinical use; the issue was identified in set-up for use. There was no report of harm. The device did not meet specification for intended use and was removed from service. A philips field service engineer (fse) evaluated the device and confirmed the reported issue. The fse confirmed there was a small bump visible on the screen. The device was not operational despite the damage. The touchscreen was unresponsive to touch. The fse replaced the touchscreen. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.